Manufacturer narrative:
Device received error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, self test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Motor tested outside the pump and received pump error 38 at rewind. Unable to determine pump error 43 due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 494 mg/dl. Customer reported that insulin pump had pump error alarm. Customer reported they were able to clear the alarm but they were not able to rewind the insulin pump. The insulin pump will be returned for analysis.